Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was around 500 mg/dl. Customer treated with a syringe. Customer declined to troubleshot for high blood glucose value. Customer also reported that the reservoir lip broke off. Customer stated that the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.